Event description:
Call received by product mgr. The complainant indicates that the heparin line separated from the pump adapter during treatment. Blood loss - estimated blood loss 200cc. Questionnaire faxed on 4/17/00. MDR filed due to blood loss only. No add'l pt ill effects.